Manufacturer narrative:
Due to character limitation (e1). Event site full name: (B)(6). Battery not charging because of console not correctly docked and latched to the cart. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging. Patient had been admitted after being in the operating room for a few hours and the message was noticed shortly after arriving on the unit. Customer stated that when the additional console was turned on during troubleshooting, it was noticed that it was not using ac power. There was no harm or injury reported.